Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During a regular ICD check performed on (B)(6) 2013, a warning message suspecting a lead issue (low ventricular lead impedance) was displayed. However, v impedance reportedly seemed to be stable and within normal ranges. An explanation is requested.